Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position, the balloon of the commander delivery system ruptured at the end of valve deployment due to severe annular calcification. There was difficulty withdrawing the delivery system out of the esheath+ as it was getting caught at the sheath distal tip. Ultimately, the nose cone and distal balloon were stripped off the guidewire. It was noted that the force used during attempts to remove the delivery system through the esheath+ fractured the delivery system. The patient was transferred for vascular surgery and the remaining delivery system and esheath+ were removed from the groin. The patient was in stable condition and transferred for post management care.

Manufacturer narrative:
A supplemental MDR is being submitted due to imaging review by engineering. Sections b4, b5, g3, g6 and h2 have been updated. The investigation is ongoing.

Event description:
Additional information received: photos of the commander delivery system confirmed a fully circumferential radial balloon burst at the proximal shoulder of the inflation balloon. The remainder of the inflation balloon, nose tip and guidewire lumen were fully separated from the rest of the delivery system with the guidewire still inserted. There was stretching of the balloon spring with no evidence of missing balloon material, and the liner of the esheath+ was delaminated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, device code(s), type of investigation, investigation findings and investigation conclusions have been updated. Remove device code material fragmentation. Reference related MFR. Report # 2015691-2024-04432 for the esheath+ event of sheath liner delamination with liner tear. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined and revealed the following: distal tip with balloon and guidewire lumen separated and within 14fr esheath plus, non-edwards syringe connected to the flush tube of the esheath, non-edwards guidewire was returned within the guidewire lumen of the commander delivery system, loader cap over the flex shaft, radial and j-hook balloon burst on the proximal and distal shoulder of the inflation balloon, no missing material of the balloon, and guidewire stuck inside the nose tip and guidewire lumen. Imaging was provided and also revealed calcification present in the landing zone, tortuosity and calcification in the patient's right access vessel, and balloon burst radially and longitudinally. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon burst, difficult to withdraw system through sheath, and distal tip separates during use are confirmed based on visual evaluation of the returned product and provided imagery. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of burst balloon, device manipulation) likely contributed to the event as 3mensio report revealed calcification and tortuosity in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on patient vasculature and/or the sheath tip, which would have then led to the experienced retrieval difficulty. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.